Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported that the roller pump made noise. Since the event occurred during routine testing of the device, there was no patient involvement during the event. Investigation determined that the fan was causing the noise. The field service representative replaced the fan. The device functioned within specifications and was returned to clinical use. The root cause was attributed to component failure.